Manufacturer narrative:
This case was confirmed to be a duplicate of the event reported in MFR report number 1218950-2023-00248. This case has been closed; the investigation results will be reported in MFR report number 1218950-2023-00248.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the customer is requesting logs of bedside monitor labeled sicu09mon. Sentinel event has led to the hospital investigating what happened and a clinician is reporting that the monitor did not alarm for asystole.